Event description:
It was reported that after a da vinci-assisted rectal polypectomy surgical procedure, the fenestrated bipolar forceps had a "furry scar" on the conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. It was unknown if the instrument collided with any other instruments. The damage was found after the surgery. The inside wire was not exposed.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material was found missing and the internal wires of the conductor wire did not appear to be exposed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. Failure analysis found the secondary failure of bipolar yaw pulley scratch marks/abrasions to be related to the customer reported complaint. The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. Scratch marks/abrasions are aligned with the insulation damage on the conductor wire. Root cause is typically attributed to user mishandling/misuse.